Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, the physician accidently perforated the patient's tricuspid valve in multiple locations. The rv lead was removed from the patient and the physician was able to repair the heart without any further complications noted. This rv lead was never in service and there were no additional adverse patient effects were reported.